Event description:
Facility reported a pt with "chest pain" minutes after starting dialysis on a f5 dialyzer. No medical intervention. The pt has been on dialysis for four (4) months. Previously, pt was on a cobe hg dialyzer and "within seconds, turned colors and vomitted". Facility does not do reuse and does not preprocess. Facility rinses the dialyzer with saline before use. Is now "double rinsing" the dialyzer before using on this pt. No further incidents with this pt. No other pt incidents. Sample is not available for examination. The facility discarded the dialyzer.

Event description:
Facility reported a pt with "chest pain" minutes after starting dialysis on a f5 dialyzer. No medical intervention. The pt has been on dialysis for four (4) months. Previously, the pt was on a cobe hg dialyzer and "within seconds, turned colors and vomitted". Facility does not do reuse and does not preprocess. Facility rinses the dialyzer with saline before use. Is now "double rinsing" the dialyzer before using on this pt. No further incidents with this pt. No other pt incidents. Sample is not available for examination. The facility discarded the dialyzer.